Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that their communicator was not connecting. The patient described getting not found communicator message and reported event date as one week. The patient noted the communicator was not charging properly. They had to set the communicator in a certain spot in order for it to charge, and had to really maneuver the cord; patient reported no visible damage to port. The patient added that if they didn't have the communicator situated just right, the orange light would flicker, and also described the blue light just kept blinking and would not go solid. The patient stated they were able to deliver a bolus yesterday morning, but since then it had not worked. The patient reported tapping retry like 4 times before finally hitting cancel. An agent confirmed there was no lag issue with the handset. The agent sent request to repair for replacement communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot/serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6), ubd: 02-mar-2024, UDI#: (B)(4). H3: analysis of the communicator [s/n: (B)(6)] found that the micro usb charge port was loose/rattling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.